Event description:
Pic 50 monitor did not deliver set joules. Pt was in v-tach, monitor set to 200j and charged. The monitor delivered 1 joule. Quick pad placement confirmed and the monitor set at 360j and charged, delivering 2 joules. Quick pads were changed and cable connections were confirmed by both crew members. The pt was defibrillated by the referring facility's monitor after the first failure. R2 box test was completed with 200 joules set and 202 joules delivered into the r2 box. Upon return to base, the pic 50 was inspected again and found with all cables connected with clean connections. The pic 50 is self tested to include defib check daily.